Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of non-sustained rv oversensing due to post-paced t-wave oversensing and noise on the rv lead. The patient did not receive any inappropriate therapy or experienced any symptoms. The lead was explanted. No further information is available.

Manufacturer narrative:
A partial lead with the lead tip was returned for analysis. Internal insulation abrasion was noted breaching the re cable lumen between the rv and svc shock coils. Both re cable etfe coatings were abraded at this location. Internal insulation abrasion was noted under the svc shock coil breaching the rv and svc cable lumens. The rv cables etfe coatings were intact while the svc cables etfe coatings were abraded at this location. Internal insulation abrasion was noted under the rv shock coil breaching the re cable lumen. One re cable etfe coating was abraded this location, consistent with the observation from the field of oversensed noise.

Event description:
New info received: lead was replaced.